Manufacturer narrative:
The device design associated with the affected product from this complaint was recalled (ref z-0915-2009). A report of past complaints identified this complaint as an event affected by the recalled design, but did not have an MDR filed. This report is being filed to ensure all complaints associated with the aforementioned recall have been properly reported.

Event description:
During the final cementing of the femoral component, physician went to clean off the spheres on the femoral array and noticed that the array would shift back and forth around the axis of its mount.